Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the [matneu scr ø1.5 self-drill l4 tan 1u I/c] was deformed from the tip. A dimensional inspection was unable to be performed due to the post-manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the [matneu scr ø1.5 self-drill l4 tan 1u I/c] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: dwg 04_503_103_susa rev b. Current and manufactured manufacturing location: monument. Manufacturing date: 01-nov-2021. Part number: 04.503.104.01c, ti matrixneuro screw self- drilling 4mm. Lot number: 460p498 (non-sterile). One piece was scrapped in cell at op #100, clip pack, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev ak met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 68p5848. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 06-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 31-aug-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that matneu scr ø1.5 self-drill l4 tan 1u I/c was bent at the tip. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ø1.5 self-drill l4 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: device history record (DHR) review conducted: manufacturing location: monument. Manufacturing date: 01-nov-2021. Part number: 04.503.104.01c, ti matrixneuro screw self- drilling 4mm. Lot number: 460p498 (non-sterile). Lot quantity: (B)(4). One piece was scrapped in cell, clip pack, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 68p5848. Lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report dated 06-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 31-aug-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: gxr and gwo. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1:first affiliated hospital of (B)(6). E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported on july 11, 2023, that our distributor did incoming goods checking and found the screw was deformed, as the photo shows. There were no adverse consequences for the patient. No additional information could be provided. This report is for one (1) matneu scr ø1.5 self-drill l4 tan 1u I/c. This is report 1 of 1 for complaint (B)(4).